Event description:
It has been reported to philips the device touchscreen is periodically out of calibration.

Event description:
It has been reported to philips that device touchscreen is periodically out of calibration.